Event description:
The customer reported that they were seeing lines and bars across the image. A vertical white bar was clearly visible on several images of the knee. Review of the images found that for this pt, the first view was retaken once - and the second view was retaken three times. This appeared to be an intermittent problem on this exam. The retakes of the images resulted in unintended radiation exposure for the patient.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The sensor panel was not returned for evaluation. The dealer service rep stated that the problem was corrected by fixing a bent pin on a connector cable. The unit was functioning well. (B)(4).